Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib pad short" when the multifunctional cable is not shorted. Complainant indicated that there was no patient involvement in the reported malfunction.